Manufacturer narrative:
A supplemental report is being submitted for device evaluation and investigation completion. Product event summary: one (1) battery ((B)(4) ) was returned for evaluation. A review of the (B)(4) manufacturing documentation confirmed that the associated device met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis and visual evidence provided by the site of (B)(4) revealed thermal damage; functional testing was not possible due to the observed damage. Analysis by an external lab revealed that a wire from the internal cell pack was likely improperly assembled, leading to a short circuit condition between the internal pack wiring and a battery terminal, resulting in a thermal runaway condition. Log file analysis did not reveal any communication errors within the analyzed period. Review of the alarm log file revealed that a power disconnect alarm was logged on 24-mar-2021 at 05:44:41 involving (B)(4) . During the power disconnect alarm, a safety alert word (saw) value was recorded indicating that a cell pair depleted below a voltage threshold. Based on the available information, it is likely the thermal event caused a cell pair to deplete below the voltage threshold during the reported event, resulting in a power disconnect alarm. As a result, the reported burnt battery event was confirmed. The reported communication error event was not confirmed; however, it is likely that the observed power disconnect alarm was related to the reported communication error. The most likely root cause of the reported event can be attributed to improper assembly during manufacturing. CAPA (B)(4) was opened to investigate this issue. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion.

Event description:
It was reported that the battery exhibited a burning smell and was smoking. The patient disconnected the battery and then the battery started to burn and melt. It was also indicated that the battery had exhibited a communication error. The battery was replaced. No patient complications have been reported as a result of this event.